Event description:
Per the clinic, the patient sustained a trauma to the implant site and subsequently was admitted to the hospital with an extrusion of the internal device. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; it is unknown if the patient was reimplanted with a new device. This report is filed (B)(6), 2012.